Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2012. The tibial tray was noted to be fractured. All components were removed and replaced with a competitor's knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2012 with event details. Please be aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event.